Manufacturer narrative:
Clarification: this event is a known potential adverse event addressed in both saline and silicone labeling. As it is unknown whether the affected device is saline or silicone, no device labeling can be sent at this time. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient reported ruptured left side device and two "suspicious" lymph nodes which, "had to be removed." During explant surgery, the device was seen to be, "literally tattered." It was also noted that, "in further mris more suspicious lymph nodes were discovered and have now to be radiated. Device has been explanted.